Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvis pain- constant moderate to severe'), genital hemorrhage ('persistent bleeding/ abnormal bleeding (general) and uterine hemorrhage ('abnormal uterine bleeding') in a 28-year-old female patient who had essure (batch no. 652113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin irritation ("skin irritation"), fibromyalgia ("fibromyalgia"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vertigo ("vertigo"), confusional state ("confusion"), amnesia ("memory loss") and oedema peripheral ("edema of legs, hands, and feet"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced genital hemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches/ worst headache/ head pain- frequent moderate to severe"), headache ("migraines / headaches/ worst headache/ head pain- frequent moderate to severe") and nausea ("nausea"). In 2013, the patient experienced endometriosis ("endometriosis"), abdominal distension ("bloating/ belly kept blowing/ stomach would get so big"), constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine hemorrhage (seriousness criterion medically significant), breast pain ("breast pain-frequent-moderate"), back pain ("back pain- constant moderate to severe"), arthralgia ("pain all day everyday in ankles"), pain in extremity ("pain all day everyday in legs"), swelling ("everything always swollen"), abdominal rigidity ("stomach would get so hard"), carpal tunnel syndrome ("carpal tunnel in hands"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have blood pressure increased ("blood pressure is up"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital hemorrhage, uterine hemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, constipation, alopecia, skin irritation, weight increased, fibromyalgia, hypoaesthesia, paraesthesia, vertigo, confusional state, amnesia, oedema peripheral, breast pain, back pain, arthralgia, pain in extremity, swelling, abdominal rigidity, blood pressure increased, carpal tunnel syndrome, vaginal hemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for uterine hemorrhage with essure. The reporter considered abdominal distension, abdominal rigidity, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood pressure increased, breast pain, carpal tunnel syndrome, confusional state, constipation, depression, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, genital hemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, oedema peripheral, pain in extremity, paraesthesia, pelvic pain, skin irritation, swelling, urinary tract disorder, vaginal discharge, vaginal hemorrhage, vertigo and weight increased to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did retain the essure device or any portion of it, after essure removed. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received: event: device monitoring procedure not performed was added. Event onset date, reporters, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvis pain- constant moderate to severe"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 652113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (live births: (B)(6) 2000, (B)(6) 2002, (B)(6) 2006, (B)(6) 2012), endometrial ablation, open heart surgery (2 year old for vascular cerebral disorder repair), cerebrovascular disorder and cyst removal. Concurrent conditions included insomnia, hypertension, smoker (cigarettes every day), allergic reaction to analgesics, abstains from alcohol, abdominal pain, heart disease congenital, pneumonia, drug allergy (vomiting), allergic reaction to analgesics (rash), asthma and morbid obesity. Family history included hypertension (mother) and breast cancer (maternal grandmother). Concomitant products included amitriptyline since (B)(6) 2017, lisinopril since (B)(6) 2012 and oxycodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin irritation ("skin irritation"), fibromyalgia ("fibromyalgia"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vertigo ("vertigo"), confusional state ("confusion"), amnesia ("memory loss") and oedema peripheral ("edema of legs, hands, and feet"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches/ worst headache/ head pain- frequent moderate to severe") and headache ("migraines / headaches/ worst headache/ head pain- frequent moderate to severe"). In 2013, the patient experienced endometriosis ("endometriosis"), nausea ("nausea"), abdominal distension ("bloating/ belly kept blowing/ stomach would get so big"), constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), breast pain ("breast pain-frequent-moderate"), back pain ("back pain- constant moderate to severe"), arthralgia ("pain all day everyday in ankles"), pain in extremity ("pain all day everyday in legs"), swelling ("everything always swollen"), abdominal rigidity ("stomach would get so hard"), blood pressure increased ("blood pressure is up"), carpal tunnel syndrome ("carpal tunnel in hands"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, constipation, alopecia, skin irritation, weight increased, fibromyalgia, hypoaesthesia, paraesthesia, vertigo, confusional state, amnesia, oedema peripheral, breast pain, back pain, arthralgia, pain in extremity, swelling, abdominal rigidity, blood pressure increased, carpal tunnel syndrome, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal rigidity, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood pressure increased, breast pain, carpal tunnel syndrome, confusional state, constipation, depression, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, oedema peripheral, pain in extremity, paraesthesia, pelvic pain, skin irritation, swelling, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did retain the essure device or any portion of it, after essure removed. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Ultrasound pelvis complete and transvaginal on (B)(6) 2015, findings: uterus: measures (l)( ap x w) 7.5)( 46 x 58 cm ant everted. Heterogeneous echogenicity and echotexture. Fibroids: previously seen fibroids are not clearly demonstrated currently, nabothian cysts: multiple. Endometrium: measures mm in maximal thickness. A small amount of fluid was seen in the endometrial canal. The endometrium was some what heterogeneous in echogenicity. Right ovary: measures '3 4 x 2.9 x 1.4 cm with a volume of approximately 7 ml. Left ovary: measures '3 4 x 2.9 x 1.4 cm with all volume of approximately 7 ml. Impression: slightly heterogeneous endometrium with a small amount of fluid in the endometrial canal. Correlate with menstrual history. If there was a possibility that the patient may be pregnant, an early anterior uterine gestational was not excluded. X·ray chest pain and lateral on (B)(6) 2017, findings: pleural density. The heart and pulmonary vessels are within normal limits. The mediastinal contours appear normal soft tissue and bony structures of the chest wall are normal. Ultrasound abdomen complete on (B)(6) 2016, impression: mild fatty infiltration of the liver. Surgical pathology final report (B)(6) 2017, final diagnosis cervix, uterus and bilateral tubes: chronic cervicitis with nabothian cyst formation. Negative for dysplasia. Ablated endometrial surface with residual atrophic endometrium. Negative for hyperplasia and malignancy. Leiomyomata uteri. Tissue from left fallopian tube with complete lumen and muscularis without significant inflammation. Unremarkable fimbria. Essure device embedded in fallopian tube tissue retained for identification only final diagnosis tissue from right fallopian tube with complete lumen and muscularis without significant inflammation. Unremarkable fimbria. Essure device embedded in fallopian tube tissue retained for identification only. Gross description "cervix, uterus, tubes (bilateral)" the specimen was received in formalin and consists of a uterus with attached cervix and bilateral fallopian tubes. The uterus measures 9 cm from fundus to cervix, 6 cm from cornu to cornu, and 4.5 cm from anterior to posterior surfaces. The body of uterus has a spherical shape with a tan-pink serosal surface showing adhesion formation on the anterior fundic portion of the specimen. The left cornual region is notable for a 6 cm length of fallopian tube which is partially adhesed to the left anterior surface of the uterus by adhesion formation measuring 2 cm x 1 cm x 0.2 cm. The fallopian tube shows edematous fimbria and adherent fibro adipose tissue. This tube will be described separately. The right fallopian tube measures 7.5 cm in length with edematous fimbria. This tube will be described separately. Both fallopian tubes are amputated at the uterine serosal surface for further evaluation. The uterus and cervix weigh 128 g. The parametrical and para cervical areas show operative hemorrhage. The cervix measures 3.5 cm in transverse diameter with a 1.5 cm cervical os partially occluded by large nabothian cysts at the 6:00 position. Evaluation of the left cornual region shows part of the essure device to still remaining in the left cornu region of the specimen where the fallopian tube was previously removed with a portion of the device also in the fallopian tube which has been removed separately. The right cornual region shows the essure device to be present in the short segment of the still attached fallopian tube segment still remaining attached to the surface of the uterus after the fallopian tube has been removed. On opening the specimen, the end cervical canal has a rugated tannish brown appearance. The uterine cavity was partially stenotic suggestive for possible ablation. The surrounding myometrium measures up to 2.5 cm in thickness and shows features of trabecula ion. The myometrium measures less than 1 mm in areas of remaining endometrial cavity surface. Two leiomyomata¿s nodules measuring 6-7 mm in diameter are identified. Cut section into the previously amputated left fallopian tube reveals an additional 1 cm of the essure device encased in the fallopian tube tissue. The left fallopian tube has a cross diameter varying from 3 mm up to 5 mm including the serosal adipose tissue and adhesions. The right fallopian tube has a cross diameter from 3-5 mm and also shows approximately 1 cm of the essure device within the previously amputated fallopian tube. It should be noted that the essure devices are located in both fallopian tubes and within the cornu portion of the myometrium where the fallopian tubes leave the specimen. The essure devices are not located on the uterine serosa or outside the fallopian tube components section summary: cassettes one and to no ecto cervix and endocervix, cassettes 3, 4,5 myometrium and leiomyoma, cassettes 6 and 7 left fallopian tube and fimbria, cassettes 8 and 9 right fallopian tube. The essure devices will be retained in surgical pathology per request of patient's attorney following chain of custody protocol and released per letter requirements. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) ibs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage). Concerning the injuries reported in this case, the following ones were reported via social media: arthralgia, pain in extremity, swelling, abdominal rigidity, blood pressure increased, carpal tunnel syndrome. Most recent follow-up information incorporated above includes: on 15-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number 652113, indication female sterilization was added. Essure stop date updated from (B)(6) 2012 to (B)(6) 2017. Events abnormal bleeding (general), pelvis pain- constant moderate to severe were clubbed with previously reported events. Events depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, constipation, alopecia, skin irritation, weight increased, fibromyalgia, hypoaesthesia, paraesthesia, vertigo, confusional state, amnesia, oedema peripheral, breast pain, back pain, arthralgia, pain in extremity, swelling, abdominal rigidity, blood pressure increased, carpal tunnel syndrome, vaginal haemorrhage, menorrhagia, uterine haemorrhage were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvis pain- constant moderate to severe') in a 28-year-old female patient who had essure (batch no. 652113-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's past medical history included multi gravida, parity 4 (live births: (B)(6) 2000, (B)(6) 2002, (B)(6) 2006, (B)(6) 2012), endometrial ablation, open heart surgery (2-year-old for vascular cerebral disorder repair), cerebrovascular disorder and cyst removal. Concurrent conditions included insomnia, hypertension, smoker (cigarettes every day), allergic reaction to analgesics, abstains from alcohol, abdominal pain, heart disease congenital, pneumonia, drug allergy (vomiting), allergic reaction to analgesics (rash), asthma and morbid obesity. Family history included hypertension (mother) and breast cancer (maternal grandmother). Concomitant products included amitriptyline since (B)(6) 2017, lisinopril since (B)(6) 2012 and oxycodone, ancef [cefradine], tramadol, flagyl [metronidazole], neurotin [gabapentin], zoloft (sertraline hydrochloride), ambien (zolpidem tartrate), clonazepam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin irritation ("skin irritation"), fibromyalgia ("fibromyalgia"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vertigo ("vertigo"), confusional state ("confusion"), amnesia ("memory loss") and oedema peripheral ("edema of legs, hands, and feet"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In august 2012, the patient experienced genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches/ worst headache/ head pain- frequent moderate to severe"), headache ("migraines / headaches/ worst headache/ head pain- frequent moderate to severe") and nausea ("nausea"). In 2013, the patient experienced endometriosis ("endometriosis"), abdominal distension ("bloating/ belly kept blowing/ stomach would get so big"), constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), breast pain ("breast pain-frequent-moderate"), back pain ("back pain- constant moderate to severe"), arthralgia ("pain all day everyday in ankles"), pain in extremity ("pain all day everyday in legs"), swelling ("everything always swollen"), abdominal rigidity ("stomach would get so hard"), carpal tunnel syndrome ("carpal tunnel in hands"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have blood pressure increased ("blood pressure is up"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, constipation, alopecia, skin irritation, weight increased, fibromyalgia, hypoaesthesia, paraesthesia, vertigo, confusional state, amnesia, oedema peripheral, breast pain, back pain, arthralgia, pain in extremity, swelling, abdominal rigidity, blood pressure increased, carpal tunnel syndrome, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal rigidity, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, blood pressure increased, breast pain, carpal tunnel syndrome, confusional state, constipation, depression, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, oedema peripheral, pain in extremity, paraesthesia, pelvic pain, skin irritation, swelling, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did retain the essure device or any portion of it, after essure removed. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure on (B)(6) 2012.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.